Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(4) 2012 reporting that while replacing the stain reagent of a lh750 slide stainer, the waste drain line came off the cap on the waste box and spilled approximately 500 ml of reagent onto the floor. Customer was wearing a lab coat, gloves and safety shield at the time of the event and no exposure or injury was reported. Patient results were not affected by the leak and there was no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched and observed that the customer had reconnected the waste drain line that had come loose but had requested that the tubing be replaced. Fse replaced the waste line as requested and repair was verified per established procedures.